Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was reported by a patient who was implanted with a neurostimulator for non malignant pain and complex regional pain syndrome type I. It was reported that she previously had the implantable neurostimulator (ins) placed. Patient stated it was a fantastic product but it was removed due to an allergy to nickel. Patient did not recall when it was removed but stated "a couple years ago." Patient stated she woke up the next morning thinking she had the chicken pox and stated from head to toe she had hives. She stated leads and ins were removed. Allergy was confirmed and stated once they figured it was an allergy she was tested. Patient noted having pieces of material taped to her and that showed a reaction. Situation was resolved. This was considered as sudden change in symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.